Manufacturer narrative:
The returned device was evaluated and no damages or defects were found on the cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The downloaded data did not show any signs of struggle or pulse width increase.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damage cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 265 mg/dl and that the cannula was broken. Hyperglycemia treated by patient activating new pod. The pod was worn between 24 and 36 hours on the leg.